Event description:
It was reported that the user accidentally dropped the ilet pump onto rocks, resulting in a cracked screen and the need for a replacement device; blood glucose was reported as unaffected and no medical intervention or hospitalization occurred. Symptoms included no adverse clinical effects. Outcomes included device replacement and instructions to shut down the original device, return it with a provided label, and complete start-up on the replacement since data do not transfer. Investigation included customer interview and verification of device serial number and shipping information and inspection of the returned device. Investigation of this device revealed physical damage due to accidental impact, consistent with external trauma to the device enclosure and display, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.